Event description:
Ambulance crew responded to code situation. Defib unit utilized; however, battery failed to charge. New battery tried; failed. Third battery tried & w/ success. Machine fully inspected following incident. Investigatior revealed no problem with machine but rather due to failure to properly rotate batteries. Investigation revealed the following conclusions: 1. The pt was questionable ventilated until the medics arrival. 2. The pt was in a shockable rhythm on medic's arrival; however, advanced life support protocols did not resuscitate the pt successfully. 3. No mechanical problem was found in the lfe pak 10 defib. 4. Batteries are not being contributed to the difficulty of the resuscitation and the unsuccessful outcome. Corrective action will be taken with the staff; however, rptr feels the outcome of the resuscitation would not have been changed.